Event description:
A user facility returned the olympus demo device, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, error code b30 was displayed and was found to be caused by a faulty printed circuit board. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The asset device was returned to olympus for evaluation. Upon inspection and testing of the returned device, error code b30 was found to be attributed to a faulty printed circuit board. In addition, a worn out scope connector socket and an old version power switch were discovered and replaced. The device was returned with the printed circuit board unrepaired per the customer¿s request. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The error code b30 occurs when communication between the scope and the processor fails. The likely cause of the communication failure occurrence is contact failure due to worn-out connector. The cause of the worn-out connector has not been determined. Olympus will continue to monitor the field performance of this device. H4 updated.